Event description:
It was reported that a data loss occurred after a migration was performed. Archive was previously migrated (by siemens) from a tsm/tape library solution to a disk/centera solution. Images (series) archived by the (B)(4) imaging system (to tsm/tape) were not on the centera archive. There have been no injuries attributed to this issue.

Manufacturer narrative:
Root cause: the migration issues that have occurred in the USA are a result of inaccurate control of training modules that were implanted and deployed to the personnel performing the migrations. The scm (supply chain management) migration-process was not followed properly as a result of the training. The process was in place but process adherence was not sufficient therefore, the results of the migration were not verified. Status of sites: no new sites with data loss were identified during the check of the u.s. Migration sites. Defined measures: the following corrective and preventive measures are defined and have to be realized; improve migration process to ensure verification steps and documentation of the success status of the migrations; set up and control of training; set up training for migration process as defined above; audit next migration sites for effectiveness.